Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon lost control on the instrument and the image. The technical support engineer (tse) checked logs: there were multiple error 48259 messages pointing to video camera algorithm processor 1 (vca1) (left eye in vp). Also some error 22020 were showing, pointing to an instrument installed on arm2. The customer elected to convert the procedure to a laparoscopic surgery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Upon inspection, multiple endoscope engagement faults were present, and they were unable to mechanically rotate the 30 degree endoscope to change orientation by hand. In speaking with the surgeon, it was found that the endoscope intermittently fails to initialize when inserted on arm2, all service instruments and an alternative endoscope successfully connect to the same sterile adaptor. The endoscope controller socket was cleaned as per the equipment service instructions and all vision side cart (vsc) dust filters were cleaned as a precautionary measure. The system was tested and verified as ready for use. The isi technical support engineer (tse) verified the event date and system serial # (B)(4) during the service support call. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported issue that the endoscope would not rotate during use. During investigation, failure analysis noted an issue with the binding of the camera instrument adapter.

Event description:
Refer to h10/h11 for follow-up information.